Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the exhalation pressure transducer has failed calibrations. The customer reported during est (extended self test) the exhalation transducer is defective and the a/d (analog to digital) is out of range. There is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the reported problem was duplicated and the cause isolated to a defective flow control valve.